Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. A review of the event history log identified 'system error 345' messages. The cause was identified to be a failing thermistor of downstream assembly. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.